Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500s mg/dl). The infusion set was changed multiple times. An insulin injection and a correction bolus were used to address the bg level. The customer thought that something was wrong with the pump. However, a pump system check was performed and no device issues were identified. The customer acknowledged the pump system check and the high bg troubleshooting provided by tandem customer technical support. The customer declined tandem technical support's offer to follow-up.